Manufacturer narrative:
Results code : a review of the manufacturing records for the device verified the lot met all pre-release specifications. Conclusion code : the gore® excluder® aaa endoprosthesis instructions for use states the following: read all instructions carefully. Failure to properly follow the instructions,warnings, and precautions may lead to serious surgical consequences or injury to the patient.

Event description:
On (B)(6) 2018, a patient underwent an endovascular procedure using a conformable gore® tag® thoracic endoprosthesis (ctag) to repair a chronic aortic dissection and rupture. The ctag device was deployed as intended at the descending aorta in the true lumen and covered an entry tear with no issues. Since remodeling the descending aorta was not going to be better and a false lumen was not to be thrombosed on the physician¿s view, it was decided to utilize candy plug technique (off label use), and implant a gore® excluder® aaa endoprosthesis aortic extender component (pla320400j/(B)(4)) with modification and a vascular plug in the false lumen to prevent the retrograde blood flow from going proximally. Before insertion into the patient, the physician put a few stiches with a suture in the aortic extender component in the middle, and made a slightly bigger loop than the diameter of the constrained device whereby the device could remain within the loop, so that upon deployment the loop could reduce the diameter in the middle of the device for a vascular plug to reside. It was reported that the aortic extender, modified with a loop to reduce the diameter, was deployed with no issues. However, upon removal of the delivery catheter, it was observed that the diameter of the loop was made too small, so the leading olive was unable to pass through the device in the middle. After several attempts to remove the delivery catheter, the physician felt strong resistance, and then the leading olive and a portion of the shaft became separated from the delivery catheter. It was reported that the leading olive and the suture in the middle of the aortic extender component got entangled which led to the separation of the delivery catheter. The physician decided to leave the leading end in place since it landed in the false lumen, and would likely thrombose there. Final angiography showed no retrograde flow to the proximal portion of the false lumen. The patient tolerated the procedure and is being monitored.